Manufacturer narrative:
Review of the manufacturing records indicated that the device met pre-release specifications. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore: the patient presented for sfa occlusion repair. The gore® viabahn® endoprosthesis with heparin was advanced into place and the deployment line pulled. According to the doctor, while pulling the deployment line, the deployment line and deployment stopped after approximately 1cm of expansion. The device was pulled back into the sheath and removed from the patient. The doctor reported the device was discarded at the hospital.